Event description:
Defibrillator pads on pt. Pt. Shocked once at 120 joules without incident. Patient shocked a second time at 200 joules and pad arced and started on fire. Pt., pads, and tegaderm from dressing caught on fire with visible flames. Fire patted out by nurse, pads replaced, code continued. Pt expired, unable to determine if event contributed to death, autopsy results pending.